Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Event description:
During an initial implanted procedure on (B)(6) 2023, it was reported that the right atrial (ra) lead failed to capture. The ra lead was not used, and a new ra lead was successfully implanted. The patient was stable throughout the procedure.